Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was alleged that there was a filled cartridge in the pump and the pump was priming the tubing during the load step. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connect to the body and provides multiple reminders during the prime/rewind sequence.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-jan-2019 with the following findings: review of the black box data verified load step malfunction recorded. On investigation, the pump powered on and the load step malfunction was duplicated during the investigation; the pump warned that no cartridge was detected during the load step. Moisture corrosion was found inside the pump on the force sensor pins and within the force sensor housing. Calibration testing of the force sensor confirmed the sensor was unable to correctly detect force due to the moisture damage.